Manufacturer narrative:
D9: 29-oct-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The reported issue was confirmed through visual inspection. The barcode label displayed the incorrect serial number of (B)(6), and the correct serial number should be (B)(6). The barcode label was replaced using the correct serial number. The cause of the incorrect label was not able to be identified.

Event description:
It was reported that there was an unspecified repeat repair, returned with wrong serial number label. Incorrect serial number labeled on outer (sn: ((B)(6) correct serial number internal (sn: (B)(6). The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.